Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached broken electrode was not returned per evaluation. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. A quality excursion report was found in the DHR but it was not directly related to the failure mode for this complaint. The product released for distribution was found to have met all specifications prior to shipment. There are (B)(4) complaints for this lot number and failure mode within the past two years; however, only (B)(6) complaints were confirmed. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported, ¿the electrode screen broke in half. It was retrieved by surgeon with x-ray.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the fragment was removed with a grasper. The procedure was completed with a 10-15-minute delay. The patient is reported as being fine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported, ¿the electrode screen broke in half. It was retrieved by surgeon with x-ray.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the fragment was removed with a grasper. The procedure was completed with a 10-15-minute delay. The patient is reported as being fine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported, ¿the electrode screen broke in half. It was retrieved by surgeon with x-ray.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the fragment was removed with a grasper. The procedure was completed with a 10-15-minute delay. The patient is reported as being fine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.